Event description:
The customer reported a leak at the probe of the coulter act diff analyzer. The volume of the leak was described as a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe wipe housing was dirty and was causing the leak at the probe. The fse cleaned the probe wipe housing, which repaired the leak. The repairs were verified per established procedures. (B)(4).